Event description:
Customer reported the ventilator had a breath delivery (bd) power on self-test failure. The ventilator was not in use on a patient at the time of the event. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.